Event description:
It was reported by the customer the vacuum tubing was off the 8 ga probe when removed from its packaging prior to the start of a breast biopsy. The probe was replaced with another 8 ga probe and the case was completed with no pt consequence.